Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 088) issue. The reporter stated that the pump emitted multiple call service alarms to reboot the pump, even after the battery was removed and the pump was rebooted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there were multiple call service (cs) alarms observed in the black box history. The pump successfully performed a rewind, load, and prime sequence with no cs alarms duplicated. The pump was exercised for 24 hours with no cs alarms or warnings duplicated. There was no evidence of internal moisture or damage to the printed circuit board when the pump cover was removed. The complaint was verified in the alarm history, but could not be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.